Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that insulin from the reservoir leaked right along where the plunger is at near the second o-ring. The caller stated that one of the o-rings seemed to be damaged. The blood glucose reading was 115mg/dl. No further information was provided.